Manufacturer narrative:
One device was received for evaluation. Functional testing was able to verify the reported problem. It was determined that the bad latch lock flex sensor was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette sensor was defective. The event occurred during testing. There was no patient involvement, no patient injury was reported.